Manufacturer narrative:
Zimmer biomet complaint (B)(4). B3: it was reported that the patient experienced violent coughing during the weekend of (B)(6) 2024. D10: medical product - zimmer biomet ribfix blu system 8 hole straight plate, catalog #: 76-2601, lot #: unknown. Zimmer biomet ribfix blu system 12 hole pre-bent plate, catalog #: 76-2602, lot #: unknown quantity: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient sustained multiple rib fractures over a year ago when a tractor rolled over him. Subsequently, the patient underwent surgery approximately four months ago to fixate the fractures during which four ribfix plates were implanted. Approximately one month ago, the patient reported coughing violently followed by recurrent instability of the chest wall. X-rays revealed that three of the four plates are fractured, and the fourth plate may also be fractured. No further intervention has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: four rib implants are noted. All of the implants are fractured with wide separation at the plate fracture sites. There is very limited visualization of the ribs and there is osteopenia. Linear densities within the lower right lung likely represent chronic scarring and/or atelectasis. The implants are malaligned secondary to the four plate fractures. While not visualized on the radiographs, the fractured implants may be loose. Bone quality is osteopenic. No definite abnormality of the plate placement is identified. Lot identification is necessary for review of device history records and no lot was provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.